Event description:
The end user stated that the right bed rail on a 5310 semi-electric bed will not stay up. It allegedly fell, coming in contact with the toes on her right foot. Toes allegedly throb; no medical intervention sought.